Event description:
User facility medwatch (B)(4).

Manufacturer narrative:
The user facility reported that the system 1e would fail its initial diagnostic testing indicating that water temperature was not achieved. A steris technician inspected the facility and noted that facility engineering had plumbed a separate water line in front of the system 1e water supply connection to raise their incoming water temperature. The technician initiated a diagnostic cycle and processing cycle which completed and found the system 1e operational and placed back into service. The diagnostic testing failure of low temperature was due to the beginning water temperature not within the requirement specifications (B)(4)).